Event description:
The lens was explanted without complication due to a miscalculation of the diopter needed and subsequent undesired refractive outcome.

Manufacturer narrative:
One half of an optic without a haptic was received precluding measuring the diopter. The initial report stated the diopter required by the patient was miscalculated. This information reasonably suggests that this is not a manufacturing related issue.